Event description:
The company was contacted by a solicitor representing a client whose family member went to cromwell hospital and was operated on. Allegedly the patient's health deteriorated and they later expired. However, no information was provided to the company regarding the cause of the patient's demise or any other details. It is alleged that the generator was used during the procedure, however, as indicated there is no indication of a cause of death or if the patient's death is related to use of the product.